Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. The display was reportedly damaged in there was moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the pump history and black box was unable to be downloaded. The returned battery cap/returned cartridge cap were used to complete testing. There were no cracks observed on the display lens. There was moisture found behind the display lens. The audible sound was working on the pump; however the vibration feature of the pump was not. The display screen remained blank and the verify screen was unable to be displayed. The battery compartment was found to be cracked near the cover. The battery compartment was found to be leaking during a leak test. The pump cover was removed; internal moisture was found on the pcb and internal components. The remaining steps were unable to be completed due to internal moisture damage found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.